Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed no evidence of an "intermittent power" event. The pump powered on with the returned battery cap. The battery cap measured within specifications. The battery cap was able to fully tighten to the pump. No evidence of moisture contamination was observed inside the battery compartment. A 24 hour basal program was run with the returned battery cap. No reboot, loss of power, or call service alarm was duplicated during the testing. The pumps cover was removed, and no evidence of moisture or loose components was found inside the pump. An "intermittent power" event was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.